Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a hypoglycemia. Customer stated that they alleged over delivery of insulin. Customer blood glucose level was 19 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned device for alleged possible under delivery anomaly and high blood glucose found on (B)(6) 2022. Pump error 24 occurred during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test due to consistent critical pump error 24 alarming. Unable to upload and download device information through carelink due to consistent critical pump error 24 alarming. The initial downloaded history file from thus found pump error 24 on september 19, 2022 due to the main processor power supply (vcc) voltage is more than 3.45v for three consecutive one-minute checks. The first power management graph confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range and main processor power supply (vcc) voltage is more than 3.45v for three consecutive one-minute checks. No unexpected motor alarms were noted in the initial history files or traces on or near the event date. The device delivered 15u of bolus on june 30, 2022 and 8.2u of bolus on july 01, 2022. Device was sent for re download. Device partially re download using thus and unable to generate a second power management graph from missing traces. Pump error 24 occurred on november 21, 2022 at 05:28:00.00 in the second downloaded history files. The device was cut open for visual inspection and found a cracked u6, dried insulin in the motor slide, and moisture on electric board and harness vibrator assembly. Test p-cap locked into the reservoir tube successfully. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case-corner of belt clip rails, broken belt clip rails. Pump error 24 confirmed during testing due to the main processor power supply (vcc) voltage is more than 3.45v for three consecutive one-minute checks from a hardware issue. Possible under delivery anomaly not confirmed in the history files. Unable to confirm high blood glucose. Unable to download and upload with carelink confirm due to consistent pump error 24 alarming. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.